Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that the system was not properly identifying the sample height during the liquid level sense (lls) portion of the aspiration. The cse replaced the sample probe plunger and sample probe plunger tubing, which resolved the issue. The probable cause of discordant results was a faulty or clogged sample probe plunger and tubing. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant patients results were obtained on an atellica im 1600 analyzer while the instrument was exhibiting intermittent sample probe pressure issues during aspiration. The discordant results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to this event.